Event description:
It was reported by the clinician that the patient's atrial lead exhibited loss of capture, over sensing and no lv output. A chest x-ray could not verify dislodgement. No report of intervention had been reported. No patient symptoms were reported.